Manufacturer narrative:
Occupation: reporter is company sales representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scope did not have any visibility through the lens. This was noticed prior to start of the case with no delay to case. They used another like unit during case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device evaluated by MFR , device manufacture date: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the scope did not have any visibility through the lens. Per service report, this complaint can be confirmed. During evaluation, it was found that the outer tube, distal tip and distal cover glass/negative were damaged. Also, the needle outer tube was bent and optic particulates were found under distal lens. The repair was carried out. After repair, the device was found to be working according to the specifications. The optical components being damaged is the possible root cause of the reported problem. However, with the available information, we cannot determine the definite root cause. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device serial number (B)(4) , and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.